Event description:
Blood glucose monitor is showing lower than actual blood glucose levels than finger stick by over 10 points. Got very scary and almost went to hospital as giving a lot of insulin to my mother due to wrong results.